Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized four times due to hypoglycemia. On one occasion, the customer was in a car accident, which was caused by hypoglycemia. The customer's blood glucose reading was 23 mg/dl at the time of the most recent event. Nothing further was reported.